Event description:
It was reported ongoing occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose ranging from 540-720 mg/dl and ketones. The customer administered a manual injection of insulin to address the bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.